Manufacturer narrative:
The insulin pump was received stuck in critical pump error. Analysis was unable to download the insulin pump and a white spot on top left corner of display due to severe corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The insulin pump was received with cracked case on battery tube area. The insulin pump was received with scratched casing, minor scratches on lcd window, dent on display window, pillowing keypad overlay, cracked battery tube threads, peeling end cap address label, corrosion on force sensor assembly and severe corrosion on motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked and was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.